Event description:
On 30 may 06, the caller got a reading of 412 mg/dl. The caller changed his medication based on the adc device reading. The medication name and dosage was not specified. He lost consciousness and was treated at home by the paramedics. The caller stated that he was given a shot of sugar. It was not reported if the paramedics checked his blood glucose level.